Manufacturer narrative:
(B)(4). Results of investigation: the carefusion factory service department received the suspected component and performed a failure investigation. The reported issue was duplicated in the laboratory setting. The root cause of the reported issue was isolated to a defective control board within the uim. The control board was replaced in order to resolve the customer's reported issue.

Event description:
The customer reported that their avea ventilator's user interface module (uim) touchscreen went blank while in use with a patient. The customer stated that the ventilator continued to ventilate and there was no patient harm or injury.

Manufacturer narrative:
The vyaire failure analysis lab received the suspected device/component and performed a failure investigation. The reported issue was duplicated in the laboratory setting. The root cause of the reported issue was isolated to a corrupted bootloader.